Manufacturer narrative:
The unit was returned for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an ICU patient had an oxygen desaturation due to a split in the nasal cannula tubing of an acucare mask. There was no patient injury reported as a result of this incident.